Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation results require.

Event description:
It was reported that the handpiece was leaking blood after it went through sterile processing, after two days it no longer leaked blood, but started to leak oil. There was no pt involvement or adverse consequences related to this event.